Event description:
It was reported that when (1) device was used duirng a video assisted thoracic surgery lobectomy procedure, the device would not staple. The case was completed by hand sutured. There was no consequence to pt.